Event description:
Pt experienced low blood glucose in 2004. Low blood glucose occurred while driving--pt got lost while driving, so they pulled over. Pt was found by a state trooper and paramedics were called. Pt was treated with IV (content of IV was not specified). Pt was taken to hosp (during early am hrs the following day) and dextrose 50 was given. Pt's blood glucose then tested at 27 mg/dl. Pt was released later that morning, and their blood glucose was in the 200's (mg/dl).